Event description:
Caller reported a power source alert that had occurred with their device. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on blood glucose level. Customer resolved the issue by plugging the charging cable into a wall adapter, allowing the pump to begin charging, and required no further assistance.